Event description:
Device was damaged as injected-surgeon requested new lens. Manufacturer response for iol, (brand not provided) (per site reporter). It was determined this was a procedure issue. The lens was removed from consignment & disposed of.